Event description:
Drive devilbiss healthcare is the initial importer of the device which is a bath bench. To date we have not received the device for evaluation. End-user was utilizing the device after meniscus surgery. While bathing the "chair went completely out from underneath" the user. He grabbed his wife and the shower curtain to prevent a fall. He felt a sharp pain in the injured leg. MRI showed a re-tear of the injury. Another surgery was performed.